Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient experienced an infection at the ipg site. Subsequently, the patient's entire system was explanted on (B)(6) 2016. Cultures were taken; however, the results are unknown at this time. Please note leads were reported under reference MFR. Report: 1627487-2016-05108.